Event description:
It was reported that the pt with this lead that has had known intermittent rv and ff noise and was being followed. On (B)(6) 2012, shock impedances greater than 200 ohms were indicated on hm. In clinic, they were unable to produce a shock impedance of less than 200 ohms. It is suspected that a conductor break has occurred and replacement was recommended.